Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she accidentally got super glue on her insulin pump display. The patient's blood glucose at the time of incident was 168 mg/dl. During troubleshooting the customer confirmed that she was having a hard time seeing where the basal and bolus values were located. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had cracked battery tube threads and minor scratched/super glue on display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.